Manufacturer narrative:
1. Summary of investigation results: the sample probes were out of alignment, and the laundry pins were contaminated. 2. Summary of follow up/corrective actions taken: the field service representative resolved the issue and performed checks and tests with acceptable results. 3. Device returned to manufacturer? No 4. Device labeled "for single use?"? No 5. Device reprocessed and reused? No

Event description:
1. Describe the event: there was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas c 703 analytical unit. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku